Manufacturer narrative:
Sunrise medical is working to have the wheelchair involved in this adverse event returned for eval. If and when the wheelchair is returned an eval will be performed and a supplement MDR will be filed to the FDA.

Event description:
An adverse event involving a quickie qm710 was reported to sunrise medical on (B)(6) 2015. The end-user called and stated that he was riding in his wheelchair crossing the street and had to speed up to avoid oncoming traffic. As the end-user approached the side walk he had to come to a sudden stop and fell forward out of his wheelchair. The end-user stated that as fe fell out of his wheelchair momentum carried the wheelchair forward over both of his legs. The end-user claims to have sustained a fractured left ankle and fracture to his right leg.